Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/17/2024, it was reported by a distributor via sems-06541724 that an ar-2324bcsp swivelock peek tip slipped out due to the inner retention suture being broken. This occurred when the surgeon was attempting to hammer in the anchor. The surgeon retrieved the peek tip and used another anchor to complete the case. This was discovered during a rcr procedure on (B)(6) 2024.